Event description:
Tech alleged that the bed would not go into trendelenburg. No pt impact.

Manufacturer narrative:
Tech found the trendelenburg valve was missing the rubber end. The tech removed the rubber from inside the manifold block and replaced the trendelenburg valve to resolve the issue.